Manufacturer narrative:
Expiration date: ni section other # field is populated with the di number.

Event description:
A report was received per social media that the patient will undergo an explant procedure for an unknown reason.